Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a partial bicuspid aortic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) balloon. During the valve deployment, the second paddle would not come out of the pocket, therefore, the valve would not release from the delivery catheter system (dcs). Pushing, twisting, and recapturing with the capsule down to paddle pockets was attempted several times, however, the valve remained attached to the dcs. Fluoroscopy was not on and was initiated again. The valve was deployed and partially recaptured due to a high implant depth. The valve was deployed again and it was revealed that the valve dislodged aortic while still attached to the dcs. The valve came off the dcs in the ascending aorta. The final implant depth was at 4 millimeter (mm) deep on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A surgical valve was implanted and the transcatheter valve was removed. It was reported that a non-medtronic guidewire was used and can become sticky. No additional adverse patient effects were reported. Of note, the patient had a partial bicuspid aortic valve.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 19-dec-2024, UDI#: (B)(4). Product analysis: the product was returned however the analysis is still in progress. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h3 - device evaluated, device returned to manufacturer, eval summary attached h6 - method, results and conclusion codes h10 - product analysis: the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was a bend along the length of the stability shaft. An evolutfx 26mm valve (d537858) was successfully loaded onto the dcs without issue. On retraction of the capsule via the rotation of the deployment knob, the valve deployed without the valve paddles being caught on the spindle pockets. The reported event for difficult to deploy could not be confirmed in the analysis. The reported event for dislodged, valve could not be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A bend was noted on the stability shaft of the device. The bend may be a result of pushing and twisting the dcs to release the valve, however this could not be confirmed. An evolutfx 26mm valve (d537858) was successfully loaded onto the dcs without issue. On retraction of the capsule via the rotation of the deployment knob, the valve deployed without the valve paddles being caught on the spindle pockets. No further damage or issues were noted on the subject dcs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.